Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test and displacement test. The insulin pump was monitored for three days and no blank display anomalies noted. The power connector was plugged in and locked in place properly. The insulin pump had scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the insulin pump's screen turned black again after receiving a new battery cap. The customer replaced the battery and it worked again but the insulin pump always powered off at night. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.